Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was report that during a cardiac mapping procedure the patient suffered a pericardial effusion. The effusion was noticed on ice ( intracardiac echocardiography) and soon after their pressure was going down. A pericardial centesis was performed and the patient was stable. The physician commented that they thought the rv diagnostic catheter may have perforated. The procedure was then aborted. No further patient complications have been reported as a result of this event.